Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A hypotube break 4.5cm distal to the distal end of the strain relief was identified. No issues or damages noted with the balloon profile. A detailed microscopic examination of the balloon material identified no pinhole or damages. Blades 1: fully bonded on the balloon and did not exhibit any signs of damage. Blades 2: fully bonded on the balloon and did not exhibit any signs of damage. Blades 3: the middle segment of the blade detached and did not return. The pad is intact. Bumper tip showed no signs of distal tip damage. A microscopic examination of the markerbands identified no damage. No other device issues were identified.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the device failed to cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the proximal part of the lesion. The procedure was completed using another lot of the device. No patient complications were reported. However, device analysis revealed that the middle of blade 3 was detached and did not return.